Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a generator changeout due to eri, fluoroscopy revealed externalized conductors. The lead was decided to be kept in use with the new generator. The patient condition is stable and will continue to be monitored.